Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® edta 2k there was foreign matter in the tube(s) biological and non-biological. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: "there was dirt was found on some tubes."

Manufacturer narrative:
After further review MFR# 1917413-2021-00413 has been deemed to be not reportable. Foreign matter on the external surfaces of the device will not affect the device's ability to function as intended nor lead to harm/serious injury to a patient or user. This is not MDR reportable. There was no report of serious injury, medical intervention, or reportable device malfunction. As a result MFR# 1917413-2021-00413 is null and void.

Event description:
It was reported when using the bd vacutainer® edta 2k there was foreign matter in the tube(s) biological and non-biological. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: "there was dirt was found on some tubes."